Event description:
Following replacement of mitral valve an echo found perivalvular and central leaking. The faulty valve was replaced with and new valve showed minimal regurgitation. Manufacturer response for mitral valve, magna mitral ease 31mm (per site reporter): manufacturer provided rga# and product return packaging.